Event description:
Inaccuracy issues with new software product ez manager max, version 2.0.9, affecting patients. Shortly after its release and installation in our office, we recognized that insulin pump setting download reports contained false basal rate settings for patients that had more than six basal rates set in the pump. This seems to apply to all pump models. For animas ir 1200 pumps there are inaccurate insulin: carbohydrate ratio reports. The settings in the insulin pump are correct however, the inaccurate download report information may lead to inappropriate regime changes.